Event description:
A healthcare professional reported a patient with refractive surprise post lasik surgery. There are multiple related reports for this event. This report addresses the patient cx's right eye and other manufacturer reports will be filed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical onsite visit the field service engineer (fse) performed system verification and did not confirm any malfunction. Logfile review: review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The energy was stable. The user skipped the gas change, skipped the scanner test and performed the necessary energy, eye tracker and fluence test without any issue. The logfile shows four successfully performed treatments. The treatment could be identified in the logfile. The user performed energy checks before each patient. All treatments were performed without interruption and the eye tracker was activated during the treatment. No abnormalities or deviations can be detected in the logfiles which can contribute the reported issue. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).